Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim: when the nurse was using the needleless connector for infusion, she found a blockage after connecting and immediately replaced it without causing any harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: event details added to b5 and a code updated based on this additional information. Investigation results: no samples were received for investigation of pr 10140632, in which the customer has stated: ¿when the nurse was using the needleless connector for infusion, she found a blockage¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. Further correspondence from the customer confirmed that they used the maxplus connector with a b. Braun brand set. The customer also confirmed that there were no damages on the reported component and the flow was partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
Additional information: q: please confirm whether the flow was completely or partially blocked? Customer answer: partially blocked.